Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited elevated sensing integrity counter (sic) and intermittent under sensed beats. It was noted that the lead is implanted in the atrium and functioning as an aair pacemaker. The elevated sic were noted to be due to the lead sensing atrial fibrillation (af) short v-vs. It was noted that this does not appear to be a lead issue and the device is functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.